Manufacturer narrative:
Date of birth - corrected to (B)(6). (B)(4)

Manufacturer narrative:
(B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon planned to exchange a 13.7mm micl13.7, diopter -5.0 implantable collamer lens, on (B)(6) 2017. The surgeon notes "shallow vault." Reporter states the lens was exchanged. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, on (B)(6) 2017 the surgeon implanted a 12.6mm micl implantable collamer lens, -5.0 diopter, into the patient's left eye (os). On (B)(6) 2017, the lens was exchanged with a longer lens due to "large vault post-op." The problem was not resolved, see 2023826-2018-00084 for case resolution.